Manufacturer narrative:
Section b3: event date corrected section d1: brand name corrected section d4: catalog number and primary UDI corrected manufacturer's investigation conclusion: the reported event of a faded controller screen and pump running symbol was unable to be confirmed. A review of the log file contained data spanning approximately 11 days (04may2024 ¿ 14may2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (s/n: hsc-078922) was not returned for analysis. Per the provided information, the system controller and modular cable were discarded. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller and modular cable were exchanged due to wear and tear damage. The system controller screen and pump running symbol were both faded. No low flows were noted on interrogation. The event log files captured a power cable disconnect, low power hazard, and no external power on (B)(6) 2024 at 3:52 due to a brief interruption to power to mobile power unit (mpu). The alarms resolved upon reconnection to battery power. The driveline was disconnected on (B)(6) 2024 at 14:50.